Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was inspected for any damage or irregularities. The device showed damage in the form of a fracture located 1.4cm from the hub. The device was not completely separated the inner liner was still attached. There were also multiple areas of bends and kinks throughout the catheter shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the device separated. A 135/10 renegade hi flo was selected for use. During unpacking, it was noted that the catheter was separated and could not be used. The procedure was completed with a different device. There were no complications reported and the patient is stable.

Event description:
It was reported that the device separated. A 135/10 renegade hi flo was selected for use. During unpacking, it was noted that the catheter was separated and could not be used. The procedure was completed with a different device. There were no complications reported and the patient is stable.